Event description:
(B)(4). There is a picture I attached with dates of when I got essure to when I was diagnosed with pcos and all other symptoms I have and I was covered by medicaid at that time and I also had a surgery for umbilical hernia repair 2015 most likely not related to essure but im just not sure.